Event description:
It was reported that the guidewire (subject device) tip was broken off while inserting into catheter hub. The broken tip was removed from the catheter hub. It was replaced with another and the procedure was completed successfully. There was no clinical consequences to the patient.

Manufacturer narrative:
A DHR (device history record) review was performed for the lot number implicated in this complaint and no manufacturing issue was found related to the reported event. A visual and microscopic inspection was performed and the guidewire was noted to be broken and kinked at 77cm from the proximal end, confirming the reported event. There was a kink noted at 7cm from the fracture point. The distal end of the guidewire was kinked at 2.5cm from the tip. Functional testing was not required as the defect was visually identified. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. An assignable cause of procedural factors will be assigned to the reported event, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but the product performance was limited due to procedural and/or anatomical factors during use.

Manufacturer narrative:
Device not received for evaluation yet.

Event description:
It was reported that the guidewire (subject device) tip was broken off while inserting into catheter hub. The broken tip was removed from the catheter hub. It was replaced with another and the procedure was completed successfully. There was no clinical consequences to the patient.